Event description:
It was reported that the patient atrial lead was capped and replaced on (B)(6) 2021 for unknown reason and explanted on (B)(6) 2022.

Manufacturer narrative:
The lead was returned with only the distal portion of the lead in one piece. Visual examination of the lead did not find anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures. An internal short was found between the inner coil and outer coil conductor paths due to procedural damage.

Event description:
Additional information received indicated that the patient was stable throughout the procedure.